Manufacturer narrative:
(B)(6). Date of event: unknown. (B)(4) lot unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to a broken plate on (B)(6) 2016. The original open reduction internal fixation (orif) to repair a fractured left ulna shaft and radial head dislocation due to motor vehicle accident was performed on (B)(6) 2016. At an unknown time postoperatively, a hard cast was applied to the forearm. Subsequently, when the cast was removed, it was discovered that the one third tubular 117mm locking compression (lcp) plate had broken in half. The patient reported that the arm appeared swollen and deformed, and was painful. The patient was returned to the operating room for a revision open reduction internal fixation. A new construct consisting of a 124mm locking compression plate (lcp) and locking/cortex screws was implanted. The patient is currently recovering in a hard cast. Concomitant devices reported: 2.4mm cortex screws (part 201.644, lot unknown, quantity 2), 3.5mm cortex screws self-tapping (part 204.816, lot unknown, quantity 3), 3.5mm cortex screw self-tapping (part 204.818, lot unknown, quantity 1), 3.5mm locking screw self-tapping (part 212.103, lot unknown, quantity 1), 3.5mm locking screw self-tapping (part 212.104, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent an open reduction, internal fixation of the ulnar shaft fracture and closed reduction of the radial head dislocation in her left forearm on (B)(6) 2016; a ten-hole, one-third tubular lcp plate was implanted. The patient was then placed in a well-padded long-arm plaster paris splint and sent to the recovery in satisfactory condition. Following the surgery, the imaging performed at a follow-up appointment on (B)(6) 2016 showed intact hardware and that the ulnar shaft fracture was healing in the long-arm cast. However, during another follow-up appointment on (B)(6) 2016, the patient complained of continued pain. Imaging during this visit revealed a non-union of her ulnar shaft fracture secondary to fractured hardware. The patient was still in a hard, plaster cast. The patient underwent a revision procedure on (B)(6) 2016 with open reduction, internal fixation of the left ulna shaft fracture with an installation of bone graft. At a follow-up visit on (B)(6) 2016 the patient reported still having a lot of pain; x-ray revealed hardware in satisfactory position with fracture alignment well maintained and early callus formation noted. The patient was placed back into a long-arm cast. At a follow-up visit on (B)(6) 2016 the patient was reportedly doing better; still a bit sore; radiographs of the forearm show satisfactory bone graft with plate in good place. At a follow-up visit on (B)(6) 2016 the patient was doing well; the range of motion of the elbow, grip strength and elbow flexion are all reported as good; radiographs show satisfactory alignment and early callus present with no evidence of hardware migration. The patient had a final follow-up visit on (B)(6) 2016 and it was noted she was doing better overall without much pain and no limitations; radiographs show lucency at the site of the fracture with no evidence of any movement of the plate.